Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level.